Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing of the pt's electrode belt, a reportable problem was discovered. The electrode belt failed the hi-pot and fall-off tests. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the black pulse wire was detached from the solder joint inside the distribution node (dn). The cause of the test failures is the open pulse wire. The root case of the open pulse wires cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.